Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of emboli (mitraclip), failure to deliver mitraclip to the intended site (foreign body in patient), tissue damage, as listed in the IFU are known possible complications associated with mitraclip procedures. In this case, as it was reported that the gripper line was removed prior to clip deployment and soon after deployment the clip got completely detached. It should be noted that in the mitraclip instructions for use (IFU), mitraclip implant pre-deployment clip assessment, step for establish gripper line removability states warning: failure to establish gripper line removability prior to deployment of the clip may result in inability to remove the gripper line. The reported expulsion was due to the user error (failure to follow steps). The reported patient effect of embolism was due to complete clip detachment and the foreign body in patient was its secondary effect. The tissue damage was due to procedural circumstances. Based on this information it appears that the user error (failure to follow instructions) influenced the reported expulsion there is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Rdc 2017 captures the gripper line being removed prior to clip deployment.//exb.

Event description:
This is filed to report the complete clip detachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mitral regurgitation (mr). Two clips were implanted reducing mr from 4 to 2. On (B)(6) 2019, echocardiogram was performed showing mr had increased to 4, due to progression of disease. The implanted clips were confirmed to be secure on both leaflets. An additional mitraclip procedure was performed. The first clip was implanted without issue, to further reduce mr a second clip was advanced, and the clip was placed. The gripper line was removed prior to clip deployment. After deployment, the clip completely detached from the leaflets, tearing the leaflet. The clip was located in the ventricle, embedded in the chordae. No attempt was made to remove the clip. The next day, a chest x-ray was completed indicating the clip had not moved. The patient was reported to be stable. Mr was reduced to 2-3. No additional information was provided.